Manufacturer narrative:
The device was explanted on (B)(6) 2019. The event date was also corrected to (B)(6) 2019. The result code and conclusion codes were updated. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. Upon receipt, the ICD interrogation revealed the eos battery status, detected on (B)(6)2019 after the device had been explanted. The device was subjected to an electrical analysis. During the analysis the battery was found depleted. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. In a next step, the electrical module was attached to an external power supply and the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable. Based on the analysis, all therapy functions of the device were available while the ICD was implanted and in service.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Should further relevant information or the ICD itself become available this investigation will be updated.

Event description:
After an implantation period of approximately 8 months, an early battery depletion was observed.

Manufacturer narrative:
The device was explanted on (B)(6) 2019. The event date was also corrected to 24-jul-2019. The result code and conclusion codes were updated. The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as on the analysis of the ICD itself. The manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test of the ICD proved the device functions to be as specified. Upon receipt, the ICD interrogation revealed the eos battery status, detected on (B)(6) 2019, after the device had been explanted. The device was subjected to an electrical analysis. During the analysis the battery was found depleted. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. In a next step, the electrical module was attached to an external power supply and the eos status was removed with a technical programmer to verify the ability of the device to deliver therapies. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable. Based on the analysis, all therapy functions of the device were available while the ICD was implanted and in service.